Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-29, information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, complex reg pain syndrome type I, and spinal pain indications. It was reported that the pt has had good relief but wanted a new lead so it¿d be MRI compatible. Today their scs was switched to be an intellis ipg and MRI compatible lead. Impedance paddle was adjusted and outlet was switched to see if the impedance changed but it remained over 40k on electrode 7. Issue was resolved at this time. No symptoms reported. On (B)(6) 2022 additional information was received from the manufacturer representative (rep) clarifying that the high impedance is sue was irrelevant to the patient¿s old device as the paddle was completely replaced. With the new paddle, the end of surgery impedance check showed electrode 7 was over 40k and in the red range. It was reported that the medical doctor wasn¿t sure of the cause, they stated possibly removal of old lead, fragment the of bone, not full seeded into dura, etc. It was reported that the lead was removed from the ins, wiped and retested and also switched spots, but was still out of range. It was reported that the patient had not received effective therapy despite the high impedances or after being reprogrammed around the high impedances. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that additional step to resolve the issues was program around if that electrode is even needed.